Event description:
It was reported congestive heart failure occurred. Via social media, it was reported that a left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. About 6 days post procedure, the patient presented to the emergency room and has been in progressive care for congestive heart failure. It was reported that the patient had not experienced congestive heart failure previously.